Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "several repeating damage battery" was confirmed by service. This condition was caused by a blown fuse. The fuse was replaced to fix the reported condition. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. ?baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with several repeating damage battery service now messages; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.